Manufacturer narrative:
(B)(4).

Event description:
The patient reportedly experienced unsuccessful electrode insertion during implant surgery due to the patient's cochlea structure not being visibly clear. The patient was not implanted. The patient was implanted with another advanced bionics cochlear implant at a later date.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a twisted electrode array. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical tests performed. Visual inspection revealed a twisted electrode array. This anomaly is believed to have occurred due to the resistance encountered during the insertion process. This is the final report.